Event description:
It was reported that during a scheduled retrieval of a vena cava filter, it was observed that the filter had migrated caudally one vertebral body and was tilted approximately 45 degrees. In addition, it was also observed that the apex of the filter was incorporated into the wall of the vena cava. Reportedly, the filter was successfully removed in its entirety with a loop snare. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.